Event description:
This complaint is now reportable based on the analysis completed on 02/29/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x12 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified circumflex (cx). The lesion was predilated with a 1.5x9mm unknown manufacturers balloon. The procedure was not completed as another of the same device was not available. No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 16.8cm distal from the catheters strain relief. There were also several shaft hypotube kinks along the entire length of the hypotube. Both the shaft hypotube break and shaft hypotube kink damage are consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The device was kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly device history record (DHR) found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.